Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements and intermittent capture at maximum outputs. The lead was observed to have dislodged. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.